Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the posterior side assessed as surgical impact opening and missing side assessed as inconclusive . (Shell thickness was within specification). Additional observation. No penetrating nick (stress marks ). No further actions are required as no issues with the manufacturing process .

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "any creases". Device has been explanted.